Manufacturer narrative:
One device was returned for repair. Review of service history found no relevant service. Event history showed no relevant history. Unable to confirm complaint that device will not calibrate downstream occlusion (dso) sensor. Performed dso calibration and occlusion testing. During visual inspection, noted the battery door missing and the air detector was not detecting properly. Replaced the battery door, and air detector. Updated software. Device functioned as designed.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's downstream occlusion sensor will not calibrate. The event occurred during testing, there was no patient involvement.